Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose of 450 mg/dl. Customer took insulin via an injection 5 minutes before the call. Customer does not know how to change a set. Customer will have training of set changing tomorrow in the hospital. Customer was advised to use a back-up plan and ask the educator tomorrow for a set change. Customer does not feel good and was advised to wait until the insulin injection starts to act. Customer was advised to call back later when they feel better.